Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After delivering 2 applications, the wire would not retract into the catheter. The device was removed from the body and the wire was replaced, but the issue persisted. The catheter was then replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.